Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. Reportedly, the bg level was caused by the customer not clearing valid incomplete bolus alerts. The customer administered a correction injection to treat the bg. Tandem technical support educated the customer on incomplete bolus alerts and the customer continued to use the pump for insulin therapy.